Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events.

Event description:
Literature: deogaonkar m, nazzaro jules m, machado a, rezai a. Transient, symptomatic, post-operative, non-infectious hypo density around the deep brain stimulation (dbs) electrode. J clin neurosci. 2011; 18(7):910-915. Doi: 10.1016/j.jocn.2010.11.020. Summary: the authors discuss morphological characteristics of post-operative edema around a dbs lead in pts who presented between 2004 and 2009. Reportable event: one (B)(6) male presented to the emergency room with worsening of symptoms (B)(6) following gpi dbs implantation. Edema was found at the tip of the lead. The pt had the fluid aspirated and was given steroids for (B)(6) for this to resolve. See literature article MFR report # 3007566237-2011-07706.